Event description:
See initial.

Manufacturer narrative:
Livanova deutschland received a serial readout for further investigation. The investigation revealed that there were several errors saved in the microcontroller of the processor board. Furthermore, the investigator identified that after the first run of the pump another error message was shown. This first error message was caused by a too strong setting of the pump occlusion. The readout showed that after this error the pump was hand cranked, which led to the reported malfunction. The reported error message was caused by turning off and back on the pump while hand cranking. Therefore livanova deutschland could determine incorrect user handling as root cause of the reported malfunction.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). Livanova (B)(4) requested the device back for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump stopped and displayed an error message during priming. There was no patient involvement.